Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. Additional information received: the patient is stable after the operation, and was discharged from the hospital in mid-may. The patient has also been in good health since then. What is meant by, ¿the surgeon thought it felt loose?¿ it mean that there was no feedback at all even when the surgeon tightened the indicator the most. Was this do to thin tissue or an alleged deficiency of the device? No comment was made about the patient's tissue. The surgeon believes that the causal relationship between this event and the product is unknown. What were the indications for surgery? Laparoscopic sigmoid colon resection. Did the patient receive any preoperative chemotherapy or radiation? The history of treatment is unknown, but we were told that the patient had a history of brain tumor. What healthcare professional fired the device and what is his/her experience with the device? The surgeon is a physician who started his career as a surgeon in 2008 and is certified as a surgeon for laparoscopic surgery in japan. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? We don't know if he/she waited 15 seconds or not. Were there any issues with device use/firing? The surgeon commented that there was little feedback and discomfort when the knob was tightened, but the anastomosis appeared to be fine after the firing. What confirmation was received that the device completed the firing sequence? Visually confirmed. Was the green checkmark visible at the end of the firing? We were not told that it could not be confirmed. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? We were not told that there were any problems with removal. Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. We were not told that there were any abnormalities. Were there any issues noted with staple formation? If so, please describe the shape and location. No problems were noted with staple formation. Was a leak test performed? If so, what type and what was the result? No leak test was performed. Was the staple line visualized endoscopically during the initial surgical procedure? We were not told that it was checked with an endoscope. How was the leak identified? When the patient started eating on the 5th postoperative day, a leak was observed on the 6th postoperative day. What was observed at the site of the leak upon reoperation? No problem with staple formation, but there was a leak from the intersection on the patient's right side. How was the leak addressed? Otsc was performed endoscopically. What is the current patient status? As of april 18, the patient is fasting and under observation, but his condition is stable. On june 8, after postoperative treatment, the patient was discharged from the hospital without incident."

Manufacturer narrative:
(B)(4). Date sent: 4/28/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information received: there was additional treatment during the operation. The patient was 60 years old male. Bmi was around 30. He has the medical history of brain tumor. After the leakage occurred, the patient was abstinence from food and endoscopic otsc was performed. CT was performed and the leakage disappeared. The patient is being followed up. If there is no problem after a week passed, patient will be starting the meal. The patient is stable. The leak test and endoscopic observation were not performed after the anastomosis. The device was gst60b. The leakage was occurred on the staple intersection at the right side of the patient. The leak test was not performed during the operation. The staple was formed properly at the anastomose site. The leakage was occurred from the staple intersection at the right side of the patient. The endoscopic otsc was performed on the leakage site. The patient is abstinence from food and being followed up. The patient is stable. The patient will be start eating. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by, ¿the surgeon thought it felt loose?¿ was this do to thin tissue or an alleged deficiency of the device? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after a laparoscopic sigmoidectomy, leakage occurred at postoperative day 6. In the initial operation, there was no resistance at all although the adjusting knob was fully tightened. It visually appeared to be no problem, so the surgeon performed the anastomosis with the device. The anastomosis was performed without problem. The device was used on the colon and rectum. The cartridge color was blue. The surgeon commented that the rotation of the adjusting knob and the movement of the indicator does not match. The surgeon felt it was loose (resistance was not enough) when it was fully tightened. The patient started the meal from the postoperative day 5. It was postponed the start of the meal just in case. The leakage occurred in postoperative day 6. The patient is still hospitalized. The surgeon decided the issue is not so serious. Causal relationship between the device and the patient is unknown. Currently confirming future treatment. No further information is available.